Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support guided the customer through several troubleshooting steps, including inspecting the pump's o-ring and cleaning the pneumatic tap area. Initially, the customer could not load the cartridge, but with assistance, they successfully loaded a new cartridge and resumed insulin delivery.